Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the control buttons on insulin pump were no longer responsive. The customer¿s blood glucose was unknown. The customer stated that it was taking her many attempts to rewind the insulin pump for the cartridge refill or give herself a bolus. The insulin pump will not be returned for analysis.